Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the lens tore advancing through the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions : based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector nad cartridge were not returned for evaluation.